Event description:
It was reported by the rep that the (1) tsw45 and the (1) tr45w were used during a radical prostatectomy procedure. It was reported that the instrument was used with (1) reload but did not produce adequate staple closure. The staples did not seal and became loose.